Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor removal. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.